Manufacturer narrative:
Device 7 of 8 based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 1049092 manufacturing site: 9618003.

Event description:
The end user reported that the opening in the eight moldable skin barriers were off centered which made the skin barrier unusable. Consumer was a long-time user of this product; typical wear time was five days. A photograph depicting the issue was received from the complainant.